Event description:
The 8 fr. Iab was inserted into the pt in 2000. The pressure of the balloon pump was "lover". Fluoroscopy was used and it was noted that the balloon was not fully inflating. An alarm sounded from the pump. It was unknown if the event contributed to the pt's death. The pt went on to expire one hour after the event in 2000. Event complications: unknown - reported 8/22/00. Pt's current status: expired-rpt'd 8/22/00.